Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Episodes of noise and oversensing were also reported. Boston scientific technical services (ts) reviewed available information and noted an automatic change in lead configuration from bipolar to unipolar. Ts observed the occurrence of out-of-range measurements was abrupt and noise was consistent with minute ventilation (mv) sensor interference. Pocket manipulation and provocation testing were suggested to further assess the patient's system. Follow-up was later performed by the physician without a boston scientific representative present and no details provided. The physician elected to leave the lead programmed to unipolar and continue monitoring the patient's system. No adverse patient effects were reported.